Manufacturer narrative:
The subject device was received and evaluated. The device handle was checked and verified that the release trigger could open or close the jaw without an issue. The cut trigger could fully advance the blade and cut the dental dam without a restriction. The lock and rotation knob work as designed and the shaft is straight. Cord is intact. There are dried tissues on jaw consistent with use. The jaw symmetry is balanced, and the jaw mesh is good. The jaw aperture measurement was taken inside the first teeth of the jaw, measured at .365¿¿ (standard is .300¿ +/- .100¿) which is acceptable. The jaws could grasp a tissue and lock into position. There are 2 narrow cracks on the insulation of the jaw legs, but the flare appeared to be normal. Functional testing was performed using a reference test generator and functional test found no intermittent problem was observed during activation. Based on the evaluation findings, the reported complaint was not confirmed. The device was returned as used, but functioning as designed. The DHR (device history record) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. No associated ncrs (non conformances), reported scrap or recorded process deviations relating to the reported failure. The possible cause of the reported complaint is likely that if forceps jaws come in contact with each other when the power is activated. On page 4 of the device IFU (instruction for use), it states: if forceps jaws come in contact with each other when the power is activated, instrument will short out. Olympus will continue to monitor complaints for this device

Event description:
As reported, the user was using the hacf0533 during a bilateral laparoscopic salpingectomy procedure and the halo forceps were only working intermittently. The user used a second halo device to complete the procedure. There was no patient harm or injury reported due to the event. No user injury reported.